Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio product analysis center (pac) further evaluated the keypad assembly and verified that both left and right side of the keypad was inoperative due to contamination.

Event description:
A customer contacted physio-control to report that their device would not power on during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on during testing. There was no patient use associated with the reported event.